Event description:
Customer reported unexplained high and low blood glucose readings and stated that she is a brittle diabetic. The blood glucose reading at the time of the report was 172 mg/dl. She stated that the drive support cap appeared to be normal and recessed. The programming was correct on the insulin pump. Customer found no air in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit the tubing. Customer was unsure if basal or bolus settings were correct and referred to her doctor to have the settings checked. Customer had received a no delivery alarm while priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.